Event description:
The customer reported that the adc device battery was discharging prematurely. The customer's caregiver reported being unable to test due to a fast draining battery and as a result, the customer experienced hypoglycemia and a loss of consciousness. The caregiver further reported that they administered a glucagon injection for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader mdgb159-g0155 has been returned and investigated. Visual inspection has been performed on reader and no issues were observed. Reader was sufficiently charged. De-cased the reader and no issues were observed upon visual inspection. Performed power consumption test. Off current within specifications; therefore, fast draining battery not observed. No malfunction or product deficiency was identified. The dhrs (device history record) for the libre reader, and the dhrs showed the libre reader passed all tests prior to release. DHR for kit pack was reviewed and verified correct cable and adapter where in kit pack. All pertinent information available to abbott diabetes care has been submitted.